Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the forceps elevator had a yellowish/brown foreign material attached and the connecting tube had foreign objects; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur due to the customer stating the device was not reprocessed before it was sent back to olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending angle in the up/down and right/left directions and the play of the right/left and up/down knobs did not meet the standard value due to wear of the angle wire, the nozzle was deformed, the scope cover was dented, the up/down and right/left knobs were discolored, the bending section cover adhesive was detached, the forceps raising angle did not meet the standard value due to a cut on the forceps elevator wire, the water removal ability did not meet the standard value due to clogging of the nozzle, the grip was dented, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The duodenovideoscope was returned as part of the asset return process. There was no issues reported by the customer. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had a yellowish/brown foreign material attached and the connecting tube had foreign objects. The report is being submitted due to foreign material in the scope found during evaluation.